Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced stroke. The procedure was reported to be completed without issue. The patient was being discharged and there was left sided weakness noted. The patient was sent to imaging for studies (CT scan). It was unknown at the time if the patient would have further interventions. Additional information was received on 03-mar-2025. Patient's condition worsened as the weakness progressed to full immobility and seizures. This resulted in prolonged hospitalization. The physician's opinion on the cause of the adverse event was the procedure. Procedural act was 300. Additional information was received on 24-mar-2025. An embolism was the cause of the seizures and immobility as the patient had a stroke. It was non-operable.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).